Event description:
The customer reports that the patient swallowed the fiberoptic after it broke during surgery.

Event description:
Pt presented for an anterior lumbar interbody fusion with bak cages and bone graft. During procedure the fiber optic light, which was mounted on the laryngoscope, broke off and slide down her throat. Later she passed the object through stool.